Event description:
It was reported that during a supply change the ilet user forgot to remove the paper backing from the adhesive on an inset teflon infusion set, leading to an incorrectly deployed infusion set, and the user called for guidance to complete a full supply change, which proceeded normally. No reported symptoms or clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education by phone. Investigation of this case revealed user handling error resulting in incorrect infusion set deployment and connection. It was concluded, based on previously established findings for similar reports, that the cause was user error.